Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the bag on the 10mm endopath pouch endoscopic specimen retrieval bag broke inside the abdominal cavity. Another device was used and there was no change to the procedure or post-op care of the patient. Current patient status is unknown.